Event description:
Customer contacted saalt on (B)(6) 2022 to explain that they claimed they had trouble removing their saalt cup on their own and chose to seek medical care. Saalt followed up asking for details about their cup including the lot number. Saalt also requested their address, date of birth, phone number, and more information about the incident. The customer responded on (B)(6) 2022 and stated that they were able to touch the base of the cup but were unable to grasp it to release the seal. The customer attempted to find resources through youtube videos, saalt's website, and different articles. The customer chose to seek help from a medical professional to remove the cup and were able to remove it completely. Their doctor said that the customer's cervix was very high. No further investigation needed. A saalt cup cannot get lost in the vaginal canal and it is uncommon for assistance to be needed to remove the cup. We believe the instructions given are adequate to remove the cup, but the customer chose to seek medical attention. Instructions for use (IFU) states to remove the cup: "consider removing your cup in the shower or while sitting on a toilet. Always pinch the grip rings at the base of the cup to break the seal (don't pull on the stem alone). Wiggle your cup back and forth while holding the grip rings and keep your cup upright as you pull it past your labia to avoid spilling." It also states that "the cup can move higher if a good seal isn't formed when first inserted, but it will not get lost in the vagina. Walk around and wait 30 minutes and try again, or use your pelvic muscles to bear down on the cup, pushing it lower. Squatting in the shower can also help. Once in reach, pinch the lower base of the cup to break the seal, and then gently pull it out." The IFU further states that "uterine lining can sometimes get stuck inside the cup and block the suction holes making it difficult to remove the cup." Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.